Event description:
An implant card was received for pt's generator revision surgery. The high lead impedance box was checked. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.